Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 29) was received while loading a cartridge. Blood glucose was 142 mg/dl. Another cartridge was successfully loaded. Alarm did not reoccur.